Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to report if any malfunction code reappears, which the caller acknowledged and understood.